Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 2.2, performed in 2006, second test inr = 1.4, performed four days later, third test inr = 3.7, performed one day later, fourth test inr = 3.1, performed the following day.

Manufacturer narrative:
Inratio precision data provided by end-user lot: first test inr = 2.2, performed in 2006, second test inr = 1.4, performed four days later, third test inr = 3.7, performed one day later, fourth test inr = 3.1, performed the following day, mean = 2.45; sd = 0.52; %cv = 21.1%. The testing time interval between tests were done over 3 hours. Per tr0150, the comparison was invalid. No investigation is required.